Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that after changing the battery in the pump, the load cartridge step did not recognize the cartridge and pushed all of the insulin out of the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/30/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump returned with visible moisture in display lens. The pump does not power on; no audible or vibratory sounds. The attempt to download the pump history and black box was unsuccessful. Removed the pump cover; internal moisture was found in the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.